Event description:
It was reported that during case planned implant placement and it looked pretty good, but at the ml positioning screen, tibial contact points were about 1 cm medial to the tibial component. Overall implant placement looked good (a little deep on the tibia, but doctor planned gap a little tight since 6 mm of tibia were already being taken). Ignored the ml positioning screen and cut the plan. The patient ended up being a little looser in extension than anticipated, so a 10 mm poly was used rather than the 8 mm poly that was planned. Registration seemed normal other than the fact that having trouble collecting a stressed rom from extension to about 60 degrees of flexion.

Manufacturer narrative:
The device was used in treatment and it was reported that the tibial contact points were about 1 cm medial to the tibial component. DHR review found that the software version (navio 4.0.16) has been validated. A complaint history review identified prior similar event, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. The point of failure for this case was during planning, and the recover action states to "the knee is unaffected by the procedure. Remove the trackers and the mounting screws from bones and proceed with conventional instrumentation. Use conventional procedure as described in the journey uni unicompartmental knee system surgical technique." Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were returned for evaluation and the review of the screenshot shows the tibial contact points were, as reported, off of the tibial tray. Then chose to redefine and verify prior to starting cutting. This would point to a tracker movement of the tibia. Thus, the contact points are off the same amount that the checkpoint verification was off. The malfunction was due to user error.